Event description:
A malfunction alarm was reported with a code malf 16, and the customer was advised to switch to an alternate insulin delivery method while a replacement pump was arranged. There was no reported adverse impact to the customer's blood glucose level as specific values were not provided. The customer was instructed to place the malfunctioning pump into storage mode and return it using a prepaid label, which they acknowledged and understood.